Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties were experienced. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 12mm x 2.5mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were multiple hypotube kinks. There was a hypotube separation 20cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).